Event description:
(B)(4). Have had numerous side effects that I never associated with essure until now. This is the list of all the side effects that started after the insertion of essure. Severe cramping, sharp/stabbing pelvic pain, cysts, constant discharge with odor, hot flashes, pelvic inflammatory disease, menorrhagia (excessive bleeding during period), passing of blood cloths, mittelschmerz ( painful ovulation), night sweats, dysmenorrhea (painful periods), dyspareunia (painful intercourse), frequent/urgent urination , vulvodynia (burning, stinging, stabbing of vaginal entrance), back, joint, breast and neck pain, chronic pelvic pain, all over body aches, nausea, gas , chronic constipation, severe bloating, constant headaches, dizziness, tingling sensation on hands, numbness on fingers, brain fog andndash; cloudiness, forgetfulness, memory loss , mood swings, ringing in ears, hair loss, insomnia, weight gain, swelling of jaw, vision problems ( blurred, floaters), dry skin, eyes, excessive sweating, chronic fatigue.